Manufacturer narrative:
As per the report, "customer keeps receiving "ER u", went over trouble shooting with customer and still unable to resolve. Customer was unable to locate serial or lot number at the time of call. As described in email communications, patient is a (B)(6)-year-old dad with congestive heart failure. Per customer, "one day the cuff inflated the next day it did not. The gal who helped us trouble shoot was very helpful. We tried all her suggestions. Nothing changed. We were pleasantly surprised when you sent out a new cuff." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per the report, "customer keeps receiving "ER u", went over trouble shooting with customer and still unable to resolve. Customer was unable to locate serial or lot number at the time of call."